Event description:
The report we received from the affiliate indicated that the sterilized package was damaged. As reported, when the nurse opened the outer box, she found there was one piece of the catheter's sterilized packaging damaged. Further information described the damage to the sterile package as a cut in which 1/3 of the transparent part of the sterilized packaging was missing. As a result of the problem, the sterility of the device was compromised. The rest of the packaging box, label and catheter were intact. The product was not clinically used.

Manufacturer narrative:
The product is available for evaluation, however as of to date the product has not been returned. Additional information will be submitted within 30 days upon receipt.